Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation and also displayed a bias current error when connected to the console. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was found that the bearing was sticking. The potted trigger and motor assemblies were replaced and preventative maintenance was performed on the device prior to it being returned to the user facility.